Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in the clinic for follow-up post implant. Upon device interrogation, the right atrial lead exhibited high capture thresholds; the lead had dislodged. The lead was explanted and replaced on (B)(6) 2018. The patient was in stable condition.